Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor while using the ilet with an infusion set identified as contact detach, and after guided troubleshooting the user performed a dry run to 120 units without further alerts following a complete supply change. Customer care provided support that included remote troubleshooting on supply replacement. Investigation of this case revealed that the device alarm was associated with an infusion occlusion that was only resolved after changing the infusion set and supplies, consistent with an infusion pathway blockage. No clinical symptoms associated with interrupted insulin delivery reported. Outcomes included resolution of the alarm after the infusion set and related supplies were replaced without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or supply-related occlusion leading to a stalled motor alarm.